Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR. :the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that stent premature deployment occurred. During preparation of a 3.00x32mm promus element¿ plus drug eluting stent, it was noted that the stent was not accurate and the stent struts were slightly opened. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was okay.

Manufacturer narrative:
Device evaluated by MFR: f/g,promus element plus,mr,ous 3.00x32mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found distal stent damage. The distal portion of the stent had been damaged and stretched distally. This type of damage is consistent with the incorrect removal of the stent protector from over the crimped stent. The undamaged proximal crimped stent od (outer diameter) was measured and is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Therefore the stent could not have been deployed. A visual and tactile examination of the hypotube found multiple slight hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed no issues. The bi-component bond showed no signs of damage or strain. A visual and microscopic examination of the tip found no damage. No other issues were identified during analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent premature deployment occurred. During preparation of a 3.00x32mm promus element¿ plus drug eluting stent, it was noted that the stent was not accurate and the stent struts were slightly opened. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was okay. Tly opened. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was okay.